Manufacturer narrative:
Evaluation summary: the complaint sample was not returned by the reporting facility. Product history records were reviewed for the cartridge lot and all documents indicate the product met release criteria. Product history records were reviewed for the iol and all documents indicate the product met release criteria. Add'l info was provided, which indicated a lens was used with the cartridge; however, this lens model is only approved for use in the approved cartridges. The account also indicated the viscoelastics were used; however, it is unknown if the approved viscoelastic was used. The product investigation could not identify a root cause. Add'l info indicated the account used an unapproved combination; the root cause is most likely a failure to follow the dfu. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A clinical manager reported that while the surgeon was advancing the intraocular lens (iol) through a delivery system cartridge, there was some resistance. Prior to attempting to implant the lens, the clinical manager and the surgeon inspected the lens and there was nothing wrong with the lens itself. The lens hen shot out and tor the capsule. A vitrectomy was performed. A back up lens was implanted. The surgeon is happy with the result. The cartridge and the lens were discarded.